Event description:
Additional information was received that the patient had visited the ER on (B)(6) 2015 due to electrical shock she received from her vns. The shock was described as hot and burning sensation in the left side of the chest. It was reported that the electrical shock was powerful enough to "throw her across the bed" and the ER doctor said she needs to have it removed immediately. Additional information was received from the neurologist that the patient's vns remains disabled and was not turned on. The physician was unable to provide an assessment on the believed relationship of the electrical shock to vns therapy and had ordered CT for further evaluation.

Event description:
It was reported that a vns patient experienced pain in the chest at the generator site and at the shoulder for several months. This pain was reported to be occurring at intermittent and irregular intervals. The patient¿s device had previously been disabled due to high lead impedance, which was previously reported in manufacturer report # 1644487-2007-01666. The device was confirmed to be disabled presently and a vns explant surgery is planned. However, no known surgical interventions have been performed to date.

Manufacturer narrative:
.